Manufacturer narrative:
Concomitant medical products: lead model # 39565-65 lot # v510805046 implanted (B)(6) 2010 explanted unknown; programmer model # 37743 lot # nke159075n; recharger model # 37752 lot # nka139044n.

Event description:
It was reported there were concerns related to the patient programmer and control magnet. The patient was not able to adjust stimulation. Reviewed clearing por (power on reset) condition with caller. Patient used a heating blanket. If additional information is received, a follow up report will be sent.